Event description:
It was reported that the system displayed a "flipper stuck error" message. The fse stated that the c-arm was not able to fully boot up with this error. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was repaired during the service call. The system was tested and found to be working as intended and put back into service.